Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to insulin pump delivered all the insulin into my body and passed out with blood glucose of unknown. Customer¿s blood glucose level was 198 mg/dl at the time of call. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with emergency room. Customer troubleshooting was declined. The insulin pump will not be returned for analysis.